Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead and device displayed noise, high threshold measurements, high impedance measurements and loss of capture in all configurations. The field representative contacted technical services to ask if this was due to a connection issue. Technical services suspected a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information that during the lead revision procedure, the lead was found to have been dislodged. The lead was abandoned surgically and successfully replaced.